Manufacturer narrative:
Evaluation summary: it was caused due to an excessive force applied on the lg cable. In addition, we confirmed that the ccd module failure, the lcb damage, and the ccd drive pcb damage; however, these are not related to the alleged complaint. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of before use. There was no report of patient harm. There is a leak at the rotatable plug.